Event description:
It was reported that the pt went into a coma in the e.r. The implanted valve's reservoir was tapped and pressure read on a manometer was 30cm h2o. The valve was reprogrammed to 100mm h2o. It was believed the valve had a blockage and the device was explanted and replaced. The pt is reported to be in good condition.